Event description:
A complaint was received from a customer that reported that their glucometer elite system is not working when they use excel off brand reagent. The customer states that they replaced the system batteries but it did not help. The customer states that they put the blood in the strip but no countdown occurs. No result to a diabetic could be a serious condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Bayer supplied reagent is being provided. The customer was encouraged to call the co 24/7 customer service line if any additional problems or quetions were encountered. The complaint is considered closed for purposes of MDR.